Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional tests were performed and passed all relevant testing. Battery status test; button test; serial number verification was performed and failed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and failed as moisture damage was found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.